Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-13153 and 1627487-2013-13154. The pt has two extensions from the same lot number. It was reported the pt was admitted to the hospital due to an infection at her occipital lead location. The pt was treated with oral antibiotics and discharged on (B)(6) 2013. Follow-up information identified the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.